Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, when the device was being applied to the broken air tube, the device did not fire. It was reported that the surgeon was able to press the green button, but was not able to squeeze the handle. The device was replaced with another one to complete the case. There was no patient injury.